Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after a meal announcement while using the ilet for approximately two weeks, with the lowest recorded glucose of 42 mg/dl and glucose remaining below range for about two hours. Symptoms included hypoglycemia. Outcomes included self-treatment with soda and no medical intervention or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.